Event description:
Needle pull off. Customer reports that needle prematurely released from suture during fascia closure. There are no reported consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/1996 requires reporting of incident once medical device family initially reported assuming incident could recur.